Event description:
Information received a smith medical cadd legacy 6400 pump failed l accuracy -10.2%. Event occurred during testing and date of event is unknown.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in fair physical condition with a cracked housing. The event history log was reviewed and there was no evidence of the reported issue. The reported failed accuracy issue was unable to be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There were no issues found with error code 1720. There was no fault found with the returned pump.